Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an unexpected restart alarm. The insulin pump had not been stored for an extended period of time. They had several unexpected restart alarms during normal usage of the device. The customer¿s blood glucose level was 123 mg/dl. The device will not be returned for analysis.